Event description:
It was reported that the patient announced a meal as ¿more¿ despite the carbohydrate content being approximately usual, after which blood glucose decreased to 71 mg/dl but remained within the target range. Symptoms included mild hypoglycemia. Outcomes included no alarms, no alerts, and no need for medical intervention. Investigation included remote troubleshooting and user education regarding correct meal announcement practices. Investigation of this case revealed use error related to incorrect meal size selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.